Manufacturer narrative:
Per the instructions for use (IFU), valve malposition, embolization and paravalvular leak (pvl) are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a previously implanted mitral ring is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. In this case, the cause for the malposition and subsequent pvl cannot be confirmed but was likely due to patient factors (complicated access approach) and procedural factors (device manipulation).

Event description:
As reported by the edwards european affiliate, during a transapical valve in ring (26mm sapien 3 in annuloplasty ring) tavr procedure in the mitral position, due to a difficult and complicated access, the valve was difficult to position and it was deployed slightly canted and therefore too atrial on one side, resulting in paravalvular leak (pvl). A second 26mm sapien 3 valve was implanted and a repeat echo showed the pvl had resolved. The patient was noted to be doing well.

Manufacturer narrative:
Additional information provided indicated the patient had been implanted with a 28mm physio ring from edwards lifesciences on (B)(6) 2011.